Event description:
The manufacturer received a complaint reporting that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Review of the device error log identified a ¿ventilator inoperative¿ error occurred. Based on this finding, the printed circuit assembly (pca) required replacement. Additionally, unrelated to the reportable malfunction, the air inlet foam filter and muffler assembly were replaced for routine preventive maintenance. The valve and battery were in normal condition and did not require replacement. The unit passed the final test.